Event description:
It was reported that the insulin pump alarmed an error during a reservoir change, which indicated that, during seating, the force sensor may not have detected the reservoir. The blood glucose reading was 121 mg/dl. No significant events leading to the alarm were noted. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a33 during prime/a33 test due to faulty force sensor resistor. The insulin pump was received with minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube lip and cracked battery tube threads.